Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.50/-0.5/075 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was not exchanged for another lens.

Manufacturer narrative:
(B)(4). Work order search: no similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned in liquid and in the lens case/vial. Visual inspection found the lens haptic torn/broken, optic torn/split and presence of foreign material (spot/block) on the lens surface. (B)(4).